Manufacturer narrative:
The glidescope avl video monitor along with two video batons were returned to verathon (B)(4) for evaluation. The reported issue was duplicated once during testing of the customer's video monitor however it could not be duplicated during further testing. The returned video batons were tested on a test video monitor without any issues noted. The technical service representative isolated the issue to the back shell of the video monitor. The customer has been informed of the recommended repair. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor, the video monitor would produce a green flash and the image would go blank. Reportedly when the video baton connector, on the video monitor, was manipulated the image would return briefly. The biomedical engineer stated that the issue is present with multiple video batons. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.